Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives device with message of error 150.2100.5, on 8015 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer receives device with message of error 150.2100.5, on 8015 (s/n 1(B)(4)). Customer review of error log, display the error code multiple times. Explained probable cause to the error being the logic board. Customer to repair/replace the logic board to isolate problematic fault. Customer given the part number for replacement logic board. Informed customer, if any further concerns and/or issues to give a call back. End call.

Event description:
Case #: (B)(4). Case subject: there was no patient involvement. 8015 error 150.2100.5. Account name: (B)(6) hospital . Account #: (B)(4). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n. Contact: (B)(6). Patient or user involvement: no. Patient or user harm: no. Customer receives device with message of error 150.2100.5, on 8015 ((B)(6)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer receives device with message of error 150.2100.5, on 8015 ((B)(6)). Customer review of error log, display the error code multiple times. Explained probable cause to the error being the logic board. Customer to repair/replace the logic board to isolate problematic fault. Customer given the part number for replacement logic board. Informed customer, if any further concerns and/or issues to give a call back. End call.

Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.